Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg/dl. Customer stated that the insulin pump had motor error and no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports the drive support cap appears normal. Customer stated the insulin exited. Customer was performed displacement test and it was pass. The customer was treated with manual injection. The device will not be returned for analysis.